Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2016 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2016 and a drain was inserted. The reservoir was inflated soon after negative pressure was applied on the ICU floor. It was clarified by the healthcare professional that the drain was actually broken when clampled, thus the reservoir itself had no problem. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: was there any medical intervention performed (for example, drain replacement)? No information. If yes, how was the drain replaced? N/a. If yes, what date was the drain replaced? N/a. What is the product code and lot number of the drain? The product code and lot number of the drain are unknown. Please clarify if the drain is available for return. The product will not be returned. The hp notified that no further investigation would be needed because the hp confirmed that the drain was broken when it was clamped. Please confirm that there were no patient consequences. There were no adverse consequences to the patient.